Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the user grasped the handle but the staple was not fired during use. Therefore, he/she replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing. Die casting anomalies on the forming tool and flash in the cover block were discovered. A device history record review was performed and no relevant findings were identified. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. A CAPA was previously initiated to evaluate this issue. The CAPA identified flash in the cover block as the probable root cause of this issue.

Event description:
It was reported "the user grasped the handle but the staple was not fired during use. Therefore, he/she replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient's current condition is reported as "fine".